Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, power input connector broken. Complaint was confirmed. The underlying cause is power input connector broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.